Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user inadvertently remained disconnected from the infusion site after pausing for a shower and later observed hyperglycemia around 250 mg/dl, then inquired about the safety of reconnecting; troubleshooting and education were provided that reconnection was appropriate and the ilet would respond to falling glucose without delivering insulin. Symptoms included hyperglycemia. Outcomes included no reported injury, medical intervention, or hospitalization. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed user handling and probable infusion site dislodgement with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.